Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that one of the batteries used in an I-stat 1 300-g analyzer was hot to touch. Based on the info available at the time, there were no injuries associated with the event.